Manufacturer narrative:
Stryker further evaluated the device and determined the cause of the issue was the therapy pcba, likely due to a shorted leg on the h-bridge circuit. Further root cause could not be determined. The therapy pcba was replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed an error message indicating abnormal energy delivered. In this state defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed an error message indicating abnormal energy delivered. In this state defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.